Event description:
Medtronic received a report that after establishing access, a 6f navien intermediate catheter and a phenom 27 microcatheter were advanced into position. Coiling was performed first, followed by planned implantation of a pipeline flex stent (ped). After delivery, the tip of the stent opened, but it could not fully appose to the distal vessel wall. The surgeon repeatedly retracted and opened it, but the stent's tip remained in a fish-mouth shape and could not appose to the distal vessel wall. The stent was resheathed and removed from the patient with the microcatheter. Upon inspection, the tip of the stent was found to be damaged. The product was replaced with another ped to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh stent assisted coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery aneurysm at segment c6 with a max diameter of 8 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.0 mm distally and 3.7x mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was reported as routine. The angiographic result post procedure was reported as normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend and had been deployed more than 50% when it failed to open. The pipeline was resheathed more than 2 times and no additional steps or other devices required to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the cause of the fish mouthing was due to the blood vessel being excessively tortuous.

Manufacturer narrative:
H3: product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex braid was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ conclusion based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates this factor out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. It is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.